Event description:
The device has intermittent ECG function. There was no pt connected to the unit at the time of reported failure.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.